Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes, noise and t-wave oversensing (twos) which resulted in the patient receiving an inappropriate therapy. It was noted that no oversensing can be evoked during in office testing and trending for impedance, sensing and thresholds appear stable. Follow up was conducted and reprogramming was completed along with an adjustment to the patients medications. The lead remains in use. No further patient complications have been reported as a result of this event.